Event description:
This lead was explanted and returned because of an infection. Note: the pacemaker that was attached to this lead was also explanted and reported on an MDR.

Manufacturer narrative:
The analysis from the manufacturer is pending.